Event description:
Boston scientific received information that this device was explanted secondary to replacement of the patient's chronic right ventricular (rv) defibrillation lead due to high out-of-range pace impedance measurements, and inappropriate shocks related to oversensing. It was suspected that the oversensing/inappropriate shocks may have been related to a weakened device header. No adverse patient effects were reported.

Manufacturer narrative:
Analysis of the returned product is pending. This report will be updated if additional information is received or when analysis is completed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. An x-ray of the device was performed and the header wires appeared normal. Force was exerted to the header from each accessible side, but the header remained fully secured to the case. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.